Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 298 mg/dl and 145 mg/dl; 348 mg/dl and 126 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.